Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the patient was scheduled to come into the clinic on (B)(6) 2026. The lead has also moved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that they saw the patient on (B)(6) 2025 in clinic. They measured impedances with the patient in different positions, including sitting on the device like when the heating sensation occurs, and these were still consistent. Impedance measurements were in normal ranges. The patient has been on antibiotics and also had a blood test and the consultant was happy there were no infections. Tried to palpate the system but could not replicate any heating. Added closed loop today and changed electrode configuration to see if this improves matters. The patient has stated it only ever feels like it heats up when they are sitting directly on the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) sent the information on to the healthcare provider (hcp). The rep believed that the plan was to inform the patient not to sit directly over the ins and to keep a close eye and for the patient to inform them if this happens again. The rep was going to be back with the hcp on wednesday the 17th and would ask for an update then. It was noted from a provided session report that "group b closed loop tingles" and "group closed loop silent".

Manufacturer narrative:
Continuation of d10: product ID 977a2, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported the patient attended the (B)(6) 2026 appointment and they were able to gain stimulation in the correct areas by changing the electrodes used to stimulate. It was noted that the lead was one of the 977a2 models and was implanted the same day as the ins. It was discovered that the lead moved around three weeks prior. The patient thought the cause of the lead moving was going from sitting to standing. No cause was found regarding the ins issues. The patient was advised not to sit directly on the ins. After reprogramming of the device, the patient was now getting stimulation in the painful areas and did not complain about the battery heating up since the last time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient experienced heating sensations around the implant site, battery site became warm but not hot. There were changes in stimulation when they tilt their head and stimulation felt weaker when moving head into a certain position, this started within the last 2 weeks. The patient has not had a fall or any accidents. The ins heating up for 5 minutes has happened 3 times since implanted. Usually it was when the patient was sitting on the implanted site but it has happened when charging too, lasts 2-3 minutes and when they move this eases it. The patient has not noticed any red or swelling when this has occurred. Stimulation has never been turned off. The patient tried palpating the ins today, it did not create any heating sensations, however the sensation of the stimulation changed. There was no shocking or jolting sensations and patient has 50% pain reduction. There were no signs of infection but there was a hard lump over the device, patient was not sure if it was scaring. On 2025-oct-31 error code "337,338" was seen twice. It was suggested to bring the patient in to palpate the battery and to check impedances in different positions. The hospital was going to look at available dates which we can bring the patient in to do this and to download the reports to send to technical services. Additional information received reported that the patient's appointment with their hcp is on (B)(6) 2025. The suggested troubleshooting will be performed.